Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a rfa (radiofrequency ablation) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the array was not able to be extended properly. After removing the device, the tines were found to be bent. The procedure was completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the array was not able to be extended properly. After removing the device, the tines were found to be bent. The procedure was completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination found that the device returned with the array extended. Additionally, the tines were found to be bent. Functionally, the array was able to be fully retracted, however, resistance was encountered during actuation. When retracted, heavy residue was observed on the plunger. The condition of the returned incident device was consistent with the complaint that the tines were bent. This damage likely occurred due to anatomical/procedure factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. However, patient's over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).